Event description:
It was reported that the pt developed a facial nerve paralysis two days after implantation. On (B)(6) 2010, a surgery was carried out to solve the medical issue. The vorp was not explanted, as it may still have been working properly. At the first fitting, the pt was not able to hear with her implant, but there was no further investigation, if the implant has a failure or the coupling is bad. Currently, the facial nerve paralysis is slowly getting better, but the pt still cannot hear with the implant. A revision surgery is planned for (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.